Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd plastipak¿ insulin needle with attached syrine barrel pierced through the shield. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned loose 1cc syringe. Customer states that the needle pierced through the shield. The returned syringe was examined and exhibited the cannula through the shield and broken off of the hub. (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, specifically cannula bent and cannula separates, and their associated root causes. Batch# 7009831 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 7009831. All inspections were performed per the applicable operations qc specifications. There were three notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is damage to the cannula occurring after the camera check for angularity, most likely due to a foreign object (tote or other part), coming into contact with it. During production of a given batch on the pils (point inspect lube shield) equipment, a camera system is utilized to 100% inspect all cannula prior to the shield being affixed to the syringe. In rare instances, damage to the cannula may occur, generally by a foreign object (part or tote) coming into contact with the cannula. Due to space constraints within the equipment, the detection technology and the point at which the syringe is shielded are not side-by-side. This allows for events that may impact the angularity of the cannula, such as what is presumed to have occurred within the received sample, to go undetected prior to shipping.